Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08982.

Event description:
As reported by our edwards affiliate in (B)(6), prior to a transfemoral tavr procedure, it was noted that the right femoral artery was heavily calcified and could not be used. The left femoral artery severe tortuosity was reported. The left femoral artery was used for the tavr approach. During the alignment of a 26mm sapien 3 valve onto the commander delivery system balloon, 'the incidence on the amp was not good.' The x-ray control machine was not properly set-up and the image was distorted. It was thought that the alignment was performed on a flat surface of the aorta, when in fact the delivery system was bent, resulting in the delivery system 'breaking'. This was observed prior to the deployment attempt. Blood in the inflation device confirmed the balloon leakage. The decision was made to remove the devices. Due to the vessel tortuosity, the devices could not be removed. The patient was transferred to the operating room for surgical removal of the devices. At the time of the report, the patient was doing well. A new tavr procedure is planned in a few weeks. Review of the provided case imagery indicated the valve frame was damaged.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed the delivery system and valve were outside of the sheath. Two (2) frame struts bent outwards on the valve were also observed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'frame damage' was confirmed based on provided imagery and returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The complaint for 'failure - frame damage' was confirmed based on provided imagery and returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The flared struts could be caused by the severe diving between the valve and flex tip due to the valve alignment difficulty. Per imagery review, two valve struts were bent outward on outflow, which proof the diving during the valve alignment. Per case note, the patient's access vessel was tortuous, which could lead to the valve alignment difficulty. Furthermore, it is possible that the strut got caught on the sheath during the valve/ds system retrieval and sustained further damage/deformation if excessive device manipulation was used to overcome the resulting resistance. Available information suggests in addition to procedural factors (valve alignment difficulties, withdrawal of the crimped valve), patient factors (vessel tortuosity) may have contributed to the frame damage. The reported withdrawal difficulties likely also contributed to the surgery needed to remove the devices. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.